Manufacturer narrative:
(B)(4). Returned pen needle evaluated with no defect found. Most likely underlying root cause : mlc-8- failure to follow instructions. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for pen needle not aligning with compilable insulin pen. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported. The product storage location is undisclosed the meter memory was not reviewed for previous test result history. Customer is using a victoza pen. Customer says that she is having a really hard time removing the pen needle off of the pen. Customer is not having any symptoms at the moment.